Manufacturer narrative:
Other, other text: at the customer's request, the device was returned to the customer without undergoing repairs or analysis. Should new information become available, a follow up report will be submitted. E1. Initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact h3 other text: product not returned.

Event description:
The customer reported that the device etco2 readings were lower than expected, no alarms or error messages were present on the device. There was no patient impact or consequence reported.